Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the product for manufacturers laboratory investigation but product was not received until yet. Investigation is still pending. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Description from the customer report: "perfusion had just primed the circuit and before they attached the circuit to the patient, they found clear prime solution dripping from the exhaust port. They switched out the oxygenator." (B)(4).

Manufacturer narrative:
Oxygenators lot could not be assigned to CAPA (B)(4). Product was discarded by hospital; therefore manufacturers laboratory investigation was not possible. Similar complaint investigation results: the product was investigated in the laboratory of the manufacturer. It was tested for tightness and a leakage from the gas outlet could be confirmed. The gas side of the oxygenator was sawed. Delaminated fibers were detected which were causing the leakage. In total 26 fibers were found to be delaminated. Based on this the failure "leakage from gas outlet" could be confirmed. CAPA (B)(4) effectiveness: the CAPA (B)(4) was closed as to be effective based on 12 months period under observation. During this timeframe all complaints received were out of production lot's which were produced before the correction of the manufacturing process took place. The investigation result out of the similar complaint shows for the first time the same malfunction as known out of CAPA (B)(4) of a product which was produced after the corrective action of the manufacturer process. According to the CAPA owner a reopening of the CAPA (B)(4) is not necessary at this time as the corrective actions were correct, the root cause is known and the complaint figures were decreasing rapidly. However, (B)(4) will continue to monitor the complaint figures. In case an accumulation occurs, (B)(4) will decide about additional investigation steps may be necessary. The current record was determined to be the 3rd of it's kind which due to it's lot # could not be assigned to CAPA (B)(4).

Event description:
(B)(4).